Event description:
The customer tested her blood glucose and received a reading of 444 mg/dl using her contour meter. Her glucose was retested using another meter and that reading was 138 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left that gave the high reading, so no product will be returned for evaluation. A replacement meter was sent to the customer.